Event description:
It was reported that the patient presented to the emergency room not feeling right. The atrial lead had pulled back and was no longer capturing intermittent sensing. The lead was explanted and replaced. The patient was discharged and in stable condition.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.